Manufacturer narrative:
At this time, there have been no samples or visual evidence returned for evaluation; therefore, no corrective action is possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
Patient in ir having temporary hemodialysis catheter placement. Upon placement part of wire become detached in patients soft tissue to right groin. Surgical consent obtained and saw patient. Patient taken for pelvic CT post procedure ( surgical removal of the retained guide wire in right groin) then transferred to dialysis department. The patient went on to have hemodialysis.